Event description:
Customer claims that toothbrush charging puck caught on fire/burned in her bathroom. Stated that it shorted out the electricity on the side of the house which caused the air conditioning unit to blow out. Used for about 3 months // charger hot, smoke, electrical fire flame and obviously burnt cord and charger port.